Event description:
It was reported that this right ventricular lead and associated implantable cardioverter defibrillator were explanted due to infection. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that the patient had expired one day post-procedure. No other information was provided.